Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture was not attached to the needles when the device was removed from the patient's anatomy. It is unknown how hemostasis was achieved. There were no adverse patient sequelae reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.